Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Troubleshooting was performed. Customer reported they were able to clear the alarm and rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 5.2a retainer ring = black customer returned pump for alleged pump error 15 found on (B)(6) 2022. The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, active current test and high sleep current, dat test at 0.08670 inches and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. Pump error 15 alarm (file number: 0, line number: 1935) confirmed in the history file 08/19/2022 16:26:01 due to a software error. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, damaged display window cover, cracked case, and cracked reservoir tube lip. Confirmed pump error 15 alarm (file number: 0, line number: 1935) esf#3764385 due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.